Event description:
The healthcare professional reports that while the patient was asleep the transfer set became disconnected from the patient's catheter. The pt reported to the unit and was given prophylactic antibiotics with no resulting infection.